Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump malfunctioned. It had an alarm and the screen froze. They took the battery out and there was a shaded circle on the screen. The device had a constant tone. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The time clock did not advance. The customer stated that the alarm occurred after the buttons stopped responding. They inserted a new battery but the screen was still frozen. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switch. No button error alarm, no frozen display, no blank display anomaly and no unlocked keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.